Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-14209. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Per revision 21 of procedure (B)(4), a child investigation is not required to document the device history record (DHR) review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the DHR review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007988, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007988 was manufactured according to the work instruction (wi) version 97 and manufacturing in the machine 14 on 06-jul-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4f04518 was manufactured according to the wi version 64 and manufactured in the machine ft02, on 06-jul-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4g02785 was manufactured according to the wi version 64 and manufactured in the machine ft02, on 12-jul-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4f05596 was manufactured according to the wi version 34 and manufactured in the machine ls06 and ls07, on 05-jul-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4f05707 was manufactured according to the wi version 34 and manufactured in the machine ls24 and ls25, on 06-jul-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4f05709 was manufactured according to the wi version 34 and manufactured in the machine ls06 and ls07, on 12-jul-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4g00928 was manufactured according to the wi version 34 and manufactured in the machine ls24 and ls25, on 12-jul-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: hong kong. Initial and final MDR- device 5 of 5.

Event description:
Reference number (B)(4). Event occurred in hong kong. It was reported that the patient faced events of leakage at quick release on (B)(6) 2025. The issues occurred with five infusion sets. No further information available.